Event description:
It was reported by service report that the brakes would not remain engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results code: brake cam.